Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit serial # (B)(4). Customer called in for help on 8015 unit when power unit on nothing comes up just black screen with red light by the system on button. And continue peeping. Explain to customer with that error you would send in to repair services because the unit is unrestorable. But what customer will do first is leave the unit plug up over the weekend to see it the unit come back up. On monday of next week, if not and he has same error he will send unit in for repair services.